Manufacturer narrative:
Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacture representative reported the pump was sent back to the manufacture on 2019-may-21. The issue was not resolved as the pump was explanted for comfort cares at this point via home hospice. The cause of the catheter coiling and date of the coiled catheter was unknown.

Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(4), ubd: 20-dec-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a manufacture representative reported the patient was receiving unknown drug via an implantable pump. The indication for use was malignant pain and cancer pain. It was reported a new catheter was placed, on (B)(6) 2019, and today when explanting the pump due to hospice preferring to manage the patient's pain with oral medication it was noted that the catheter was coiled again in the midline incision. Patient will not linger be using the therapy and at pump explant today there was no consent to remove the catheter.

Manufacturer narrative:
Product ID 8598a, serial# (B)(4), implanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) indicated that the catheter coiling was first noticed on the day of the surgery. It was reported that the cause of the catheter issue was unknown. No further complications have been reported.